Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x28mm promus element¿ stent was advanced to treat the lesion. However, it was noted that the device delivery shaft was kinked and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 0021164601 to 0020846967. Device expiration date corrected from 03/13/2019 to 12/25/2018. Device manufactured date corrected from 09/14/2017 to 07/14/2017. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent had moved distally on the balloon for 8 mm from the distal end of the proximal markerband exposing a section of the proximal balloon body, stent struts on the distal end were stretched over the distal markerband and the tip. The undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The tip could not be visually inspected as it was covered by stent struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. The type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x28mm promus element ¿ stent was advanced to treat the lesion. However, it was noted that the device delivery shaft was kinked and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.